Event description:
Patient on the table to get a pacemaker implant. Scrub tech opened the sterile cath lab pack and started to drop sterile items for the case on the sterile table. The scrub tech noticed a big finger nail on the sterile table. We had to clean everything up and redo the sterile table and re-prep the patient. Manufacturer response for sterile catheter lab tray, medline industries inc., (per site reporter): come and inspect the cath lab and refund everything we opened.